Event description:
The complainant reported that a 59-year old male patient on impella cp and ECMO support developed ischemia in their leg. A fem-fem bypass was performed to treat the condition and the patient was escalated to an impella 5.5 pump for ongoing support.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.